Event description:
Failure of covidien ev3 solitaire device occurred during attempted primary mechanical thromboembolectomy for acute ischemic stroke. The solitaire stent retriever device unexpectedly separated from the delivery mandrel during attempted thromboembolectomy. The solitaire device remained enmeshed in the thromboembolus after separating from the mandrel. The solitaire device may be used as a detachable device when electric current is applied to the mandrel. The solitaire device is not supposed to separate with application of minimal axial tension required for mechanical thromboembolectomy according to manufacturer's instructions for use and according to FDA indications for use. In this case, no efforts were made to cause the device separation. Based on device design attempted secondary retrieval is not recommended by the manufacturer.